Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call the insulin pump alarmed no delivery. The customer¿s blood glucose level was 419mg/dl at the time of the incident, treated with manual injections. The customer was assisted with trouble shooting. The device was not returned for analysis.